Manufacturer narrative:
H10: of the reported two malfunctions, lot number was provided for one malfunction, a lot history review was performed. Sample was not returned to the manufacturer for one malfunction and for the other malfunction sample and photo were provided for review. Therefore, the investigation is inconclusive for the reported fluid leak and burst container for one malfunction and the investigation is confirmed the reported fluid leak and fracture. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the hickman cv catheter, single-lumen, 9.6f products that are cleared in the us. The pro code for the hickman cv catheter, single-lumen, 9.6f products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600560ce chronic catheter allegedly experienced fracture and fluid leak. The information was received from various source. Both the malfunctions involved patients with no patient consequences. For the reported two malfunctions age, weight and gender were not provided.

Manufacturer narrative:
The lot number was provided for 1 out of 2 malfunctions, therefore, a lot history review was performed. Of the 2 reported malfunctions, one device returned to the manufacturer for evaluation as well as photo was provided and reviewed. Therefore, the investigation is confirmed for fluid leak and fracture from the photo review. The investigation for another malfunction is inconclusive for fluid leak. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the hickman cv catheter, single-lumen, 9.6f products that are cleared in the us. The pro code for the hickman cv catheter, single-lumen, 9.6f products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600560ce chronic catheter allegedly experienced fracture and fluid leak. The information was received from various source. Both the malfunctions involved patients with no patient consequences. For the reported two malfunctions age, weight and gender were not provided.